Event description:
A customer generated medwatch form was received reporting the surgical knife blade was dull. A second knife was used to complete the incision. There was no pt impact reported. This is the first of three reports being filed for this facility.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Because a sample was not returned and no lot number was provided, the root cause for the dull knife experienced by the customer cannot be determined. The most likely cause of dullness is damage to the blade. Although the exact root cause for this complaint is unk, actions have been taken to the mfg process to reduce process variability and improved inspection methods have been added. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).